Manufacturer narrative:
The following devices were received for evaluation: two open/unused list #ch2000s-c, spinning spiros® closed male luer, red cap; lot #4351717. One used list #unknown, 150 ml intravia container, doxorubicin sodium chloride 0.9% intravenous bag; lot #dr20i04082. One used. List #unknown, chemoclave bag spike w/port, dry spike; lot #unknown. One used list #unknown, infusion set; lot #unknown. One used list #ch2000s-c, spinning spiros® closed male luer, red cap; lot #4351717. One used list #unknown, 250 ml cyclosporine intravenous bag; lot #60268582. One used. List #unknown, chemoclave bag spike w/port, dry spike; lot #unknown. One used. List #unknown, infusion set; lot #unknown. One used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #4351717. Four used list #ch2000s-c, spinning spiros (lot #4351717) were received with various mating devices. Two of the four spiros were returned not connected to any mating devices. As received, the spin feature of each spiros was activated and spinning freely. All four spiros were leak tested according to product performance specifications and no leaks were replicated or confirmed. Spline damage was observed on one spiros. The probable cause of the spline damage is a spin feature malfunction resulting from molding inconsistency. This type of spin feature malfunction can result in a spiros disconnection and subsequent leak. It is unknown how the remaining spiros received without a mating device became disconnected. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation and the investigation is pending.

Event description:
The event involved spinning spiros® closed male luer, red cap in which the customer reported that the device leaked unspecified chemotherapy medication at the sprios site during priming. There was no patient involvement. There was no report of harm associated with this event. No other information is available.